Manufacturer narrative:
A2. Reported patient age (62 years) signifies the mean age for all patient included in the study. A3. Reported patient sex (male) is representative of the majority of patients in the study group (6/7 patients) b3. Earliest known date of publication is used for reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kühn, a. L., singh, j., massari, f., de macedo rodrigues, k., gounis, m. J., <(>&<)> puri, a. S. (2022). Flow diverter reconstruction of internal carotid artery (loop) dissections with or without associated pseudoaneurysms. World neurosurgery. Https://doi.org/10.1 016/j.wneu.2022.02.073 medtronic review of the literature article found a review of 7 cases in which patients underwent procedures for reconstruction of an internal carotid artery (ica) (loop) dissection with flow diverters. 3 patients in the study group had a pipeline embolization device implanted; one of these patients also had a non-medtronic stent implanted. It was reported that all cases were technically successful. Adjunctive balloon angioplasty was used to improve flow diverter wall apposition in 5/7 cases; it was not reported in which cases or with which flow diversion stent devices balloon angioplasty was used. The article also noted that "no patient showed new or recurrent symptoms." However, it was noted in table 1 that one patient who had a pipeline 5 x 35 implanted to treat a left loop dissection with pseudoaneurysm had a baseline mrs 1, but mrs was 3 at the last follow up. There was no reported device malfunction or deficit; complete reconstruction and occlusion of the dissection/pseudoaneurysm was reported and the pipeline was patent.